Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle, one suture piece, and one needle-suture piece outside the labeled winding former were received for analysis. Product code sxpp2b101 which is a double armed. After investigation of the detached needle and suture piece, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle and suture was detached from the needle since the insertion end of the suture did not meet the required standards. In addition, the needle suture piece was visually inspected, and the swage and attachment area was noted to be as expected, and no needle pull off was noted. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported patient underwent an unknown breast and endocrine surgery on (B)(6) 2025, and barbed suture was used on the subcutaneous breast (dermis). During the procedure, the suture was detached from the needle even though no force was applied during stitching (subcutaneous dermal suture on the breast). It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. No additional information has been requested.